Manufacturer narrative:
This report is submitted on 8 january 2019. (B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. It is unknown whether the patient was re-implanted as of the date of this report. This report is submitted on october 30, 2019.

Manufacturer narrative:
This report is submitted on september 23, 2019.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal. The implant remains in-situ.